Manufacturer narrative:
The events of seroma, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, infection (unknown onset).

Event description:
Healthcare professional reported ¿te infection¿, ¿primary disease: breast cancer¿, ¿pain¿, ¿cramp¿, and ¿seroma¿ from a medical perspective was performed on this complaint record, per the specific request stated by the ps/cps staff member." Device side and status is unknown.